Manufacturer narrative:
Opening of a change control for modification of the material of the trephines, in order to reinforce the trephine and avoid breakage in the event that too much force is imposed on the instrument (strong bone).

Event description:
Trephine d12 shattered in use of calcanail procedure.